Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: during testing, all keypad buttons were unresponsive. The keypad cover was removed and no damage observed. The pump was disassembled and an open keypad flex connector was diagnosed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.